Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section b3: date of event is estimated. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided/is unknown. Section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section d6a: implant date is unknown. Section d6b: date of explant is estimated. Section h4: device manufacture date is unknown as serial number and lot number are unknown.

Event description:
It is unknown if the patient did or did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.